Event description:
It was reported when using the bd pyxis¿ medstation¿ es the device was not detected on bus. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie pocket was failed. A field service engineer (fse) verified a liquid medication spill in and under the row a latch board. The fse thoroughly removed and cleaned up the spilled liquid, then replaced the damaged row board. After completing the repair, the system was tested using hardware test application (hta) and/or the application, and all components were confirmed to be functioning properly. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es the device was not detected on bus. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.